Manufacturer narrative:
The unit has not been returned for review, therefore, a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the event. A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause is unknown. Product unavailable for analysis.

Event description:
It was reported that during a coronary artery drug-eluting stenting treatment, a catheter shaft break occurred. The patient was being treated for two major lesions located in the moderately tortuous and calcified distal left anterior descending (lad) artery. The lesion was pre-dilated. The 3.5 x 28mm taxus liberte paclitaxel-eluting coronary stent system was advanced toward the lesion, resistance was encountered and the device was unable to cross the lesion. After withdrawing the catheter from the patient, it was observed that the shaft of the catheter was broken. The procedure was completed with another of the same device. No patient injury or complications were reported.